Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation found that water pressure was high. The field service engineer (fse) performed troubleshooting and confirmed that the analyzer was operating within specification. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 1.77 mmol/l. The repeat result was 2.64 mmol/l.